Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left/right total knee arthroplasty on (B)(6) 2017 and then experienced a revision surgical procedure on (B)(6)2020 approximately 3 years after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.